Event description:
It was reported that the patient underwent an ipg and lead explant procedure due to an unknown reason. The explanted ipg and lead will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).